Event description:
Review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have damaged cables. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon evaluation, the cable connecting ECG electrodes a and b and the cable connecting ECG electrodes c and d were severed. The trunk cable was also severed. The root cause of the damaged cables cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.